Event description:
Two cryoablation needles were used in a renal cryoablation case. Both needles passed testing, with no failures detected. Within a few minutes of the first freeze, both needles began to frost on the needle shaft. In order to prevent the frost from reaching the patients skin, the physician filled a sterile glove with saline and a hot pack and placed it on the patient's skin for protection. The first thaw cycle of the procedure was passive, and the second thaw cycle of the procedure was active thaw (ithaw). During active thaw, the patient immediately started having muscle twitches. The ithaw was turned on and off each needle to isolate the needle causing the muscle spasm. Passive thaw was used for the defective needle, and active thaw was used for the other needle. The post-procedural scan of the patient looked normal, and the case was completed with no reported injury to the patient. Both needles will be returned to the manufacturer for investigation. This MDR is being submitted for the second needle where both frost formation on the needle shaft and muscle stimulation was observed. Please see MDR # 9616793-2020-00047 for the needle that had frost formation on the needle shaft only.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical properties were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch.